Event description:
It was reported that patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced diaphragmatic stimulation the day after the device was implanted. Boston scientific technical services (ts) explained tracking modes and asked local representative to discuss lower rate limit (lrl) and maximum tracking rate (mtr) with clinic staff and review right atrial (ra) lead pacing percentage s and histograms. The device was reprogrammed. Additional information indicated that patient experienced increased heart rate (hr). Also, patient stated that the device is moving and feeling a pull. Boston scientific technical services (ts) recommended discussing all concerns with physician and to keep track of the time of the increased hr. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that patient had pocket revision due to device was moving around. The device was sutured it down and apparently the device still moves but not as much. No additional adverse patient effects were reported.